Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. As a preventive measure, the company service representative replaced the ultrasound printed circuit board (pcb). The system was then tested and met all product specifications. The system was manufactured on june 2, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, there was no ultrasound despite changing the phacoemulsification tip and handpiece. There was no system advisory. It was recommended to use an alternate handpiece, however, an alternate system was used to complete the case. There was no patient harm.